Manufacturer narrative:
(B)(4). The insulin pump was received with no missing segments/partial display, black screen anomaly or audio beep anomaly noted. The pump passed idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor error alarm during occlusion test due to faulty force sensor system. Pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call the insulin pump had previously had a black screen. Customer does not recall their blood glucose as it was a past event. Customer stated their doctor advised them the insulin pump was not working correctly, after doing some analysis on it. Troubleshooting was performed. Customer stated the insulin pump was not exposed to extreme temperatures nor direct sunlight. Self-test was performed on the device and it passed. Customer was advised to discontinue use of the insulin pump, revert to their back up plan, and the insulin pump needed to be replaced. The insulin pump was returned for analysis.